Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Based on an aviva system result of 310 mg/dl, customer took 85 units of 70/30 insulin at 1005am on the advice of a healthcare professional. "At 10:20 am customer ate 2 canned vienna winnies at 10:30 am customer started mowing the lawn on a riding lawn mower. Customer felt a little woozy, before mowing the lawn, but decided to mow anyways. Customer passed out while mowing the lawn. Customer's daughter called the paramedics and the ambulance came. Approx 10:50 am customer remembers waking up and the paramedics were giving customer some kind of liquid but is not sure what it was. Ambulance did a reading with their meter and got 480 mg/dl something. Customer does not recall the actual reading. 11:10 am customer arrived at the hospital in the ambulance. Hospital gave the customer an IV and nothing else. Customer started being more clear headed around 11:20 am. Customer does not recall any other medical treatment or blood sugar readings. Customer was only in the hospital an hour..." Returning and replacing meter and strips.